Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber broke in the physician's hand, the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke in the physician's hand. The procedure was completed with another fiber. There were no patient complications reported.